Event description:
A cartridge alarm 20 was reported by the caller, which did not adversely impact the customer's blood glucose level. To address the issue, tandem technical support (cts) decided to replace the pump, confirming the shipping address and instructing the caller on how to return the problematic pump using a provided return box and pre-paid label. The caller was advised to place the pump in storage mode before returning it and was informed about the need to program their settings and connect their cgm to the replacement pump. The caller acknowledged and understood all instructions. The replacement pump with updated software was sent to ensure insulin delivery continuity with a backup mdi therapy in place.